Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that two weeks after the dental implant was placed, non-osseointegration was observed. Primary stability was not achieved. Patient presented with bone type iii. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The clinician reported that two weeks after the dental implant was placed, non-osseointegration was observed. Primary stability was not achieved. Patient presented with bone type iii. There were no reported patient injuries or complications.